Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient is not hearing well with the device.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient was not hearing well with the device. No trauma or swelling was reported. The user has been re-implanted. .

Manufacturer narrative:
Damage to the active electrode appears likely, however currently available information does not allow identifying a more specific root cause for the suspected damage. A device investigation of the explanted device is necessary. Re-implantation is being considered, but no date has been communicated.

Event description:
The patient is not hearing well with the device. The parents said that there was no trauma history also, there is no swelling or any evidence of trauma.the clinic is planning to re-implant the device, but no date has been communicated so far.